Manufacturer narrative:
The user reported that he completes the placement guide and as always, he gets an excellent signal but as soon as he tries to link it, the connection fail. Troubleshooting attempts with next level support failed and the user was still unable to link the sensor. The sensor was returned for further investigation. Testing showed excellent and stable signal in the placement guide and we were able to successfully link to the sensor. The customer's complaint could not be reproduced, and it is potentially an issue with parameters corrupted during storage or transfer.as part of resolution, RMA was authorized to offer the user a sensor replacement. D9 device available for evaluation? Yes, device received on 06 may 2025 b4. Date of this report 30 may 2025 g3. Date received by the manufacturer? 30 may 2025 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 213 h6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user hasn't been able to connect his transmitter successfully which led to early sensor removal.